Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was also reported that the implantable pulse generator (ipg) potentially did not, "kick in." Additional information regarding the cause of death has been requested but not yet received.